Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons became unresponsive during a bolus delivery. Customer also reported the insulin pump began to scroll and counting without input from the user. It was also found the customer had a battery out limit alarm and a failed battery test alarm after replacing the battery on the insulin pump. Customer also reported their blood glucose declining to 34 mg/dl. It was also found the customer's blood glucose rose to 400 mg/dl. The customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.